Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the rptr: the surgeon encountered thick tissue while transecting the distal sigmoid colon during this operation. In an attempt to transect the cancerous colon she utilized our roticulator ta 30 4.8 partially across the bowel. In doing so she closed the approximation bar and squeezed the handle forming the staples. When she attempted to open the approximation lever of the instrument the device would not open. The surgeon then had to utilize a stapler to cut out the roticulator ta 30 4.8 out of the pt since it would not release from the tissue. This incident extended the operating room time by at least 30 mins but did not add to any unanticipated blood loss. The surgeon claims that tissue was thick but the device should not have locked down on the pt's tissue.